Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain and failed back surgery syndrome. It was reported that there were constant infections from the battery pack and all of the equipment was removed. The physician was planning on trying again hopefully in (B)(6) of 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.